Event description:
It was reported that pump displayed a malfunction alarm labeled malf 9, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, confirmed that malfunction did not recur after reset, and was advised to continue using pump and call back if issue returned.